Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A visual inspection noted that the slide clamp was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set showed air in the line during patient infusion using a baxter sigma pump. During use, when the blue clamp was placed into the pump slot, the plastic clamp broke, leaving a portion inside the pump and the other portion outside. As a result, the line was not properly clamped, allowing the medication to free flow. The norepinephrine infusion was immediately stopped, and the tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.